Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), abdominal pain ("abdominal pain"), uterine enlargement ("enlarged uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), headache ("headache"), feeling abnormal ("brain fog"), female sexual dysfunction ("intimacy problem"), depression ("depressed"), mood swings ("mood swings"), skin irritation ("skin irritation"), dental caries ("tooth decay"), alopecia ("hair loss") and self esteem decreased ("low self esteem") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, abdominal pain, uterine leiomyoma, uterine enlargement, genital haemorrhage, abdominal pain lower, headache, feeling abnormal, female sexual dysfunction, depression, mood swings, skin irritation, dental caries, alopecia and self esteem decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, depression, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, mood swings, pelvic pain, self esteem decreased, skin irritation, uterine enlargement and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), abdominal pain ("abdominal pain"), uterine enlargement ("enlarged uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), headache ("headache"), feeling abnormal ("brain fog"), female sexual dysfunction ("intimacy problem"), depression ("depressed"), mood swings ("mood swings"), skin irritation ("skin irritation"), dental caries ("tooth decay"), alopecia ("hair loss") and self esteem decreased ("low self esteem") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, abdominal pain, uterine leiomyoma, uterine enlargement, genital haemorrhage, abdominal pain lower, headache, feeling abnormal, female sexual dysfunction, depression, mood swings, skin irritation, dental caries, alopecia and self esteem decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, depression, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, mood swings, pelvic pain, self esteem decreased, skin irritation, uterine enlargement and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2021: medical record received. Reporter, patient's demographics and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), abdominal pain ("abdominal pain"), uterine enlargement ("enlarged uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), headache ("headache"), feeling abnormal ("brain fog"), female sexual dysfunction ("intimacy problem"), depression ("depressed"), mood swings ("mood swings"), skin irritation ("skin irritation"), dental caries ("tooth decay"), alopecia ("hair loss") and self esteem decreased ("low self esteem") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, abdominal pain, uterine leiomyoma, uterine enlargement, genital haemorrhage, abdominal pain lower, headache, feeling abnormal, female sexual dysfunction, depression, mood swings, skin irritation, dental caries, alopecia and self esteem decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dental caries, depression, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, mood swings, pelvic pain, self esteem decreased, skin irritation, uterine enlargement and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.